Event description:
The customer reported that the ECG and spo2 was blinking in and out when this ay input unit was used with the bedside monitor (bsm). There is no error message when this happens. This complaint is regarding the ay input unit which is part of the bsm system and only the ay unit was returned. No patient harm was reported.

Manufacturer narrative:
The customer reported that the ECG and spo2 was blinking in and out when this ay input unit was used with the bedside monitor (bsm). There is no error message when this happens. This complaint is regarding the ay input unit which is part of the bsm system and only the ay unit was returned. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D4 serial number h4 device manufacturer dat. Attempt #1 02/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with some of the bedside monitor information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bedside monitor system. Ay input unit model: ay-653p sn: (B)(6). Device manufacturer date: 11/26/2012 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 03/11/2025 device has not been evaluated.

Manufacturer narrative:
Details of the complaint: the customer reported that the ECG and spo2 was blinking in and out when this ay input unit was used with the bedside monitor (bsm). There is no error message when this happens. This complaint is regarding the ay input unit which is part of the bsm system and only the ay unit was returned. No patient harm was reported. Investigation conclusion: the complaint device was received by nihon kohden. The unit was evaluated and the complaint was duplicated. The parts for multiple circuit boards and the pump assembly would need to be replaced to repair the unit. The cause of both issues was circuit board failure, possibly due to electrical damage from outages or surges, or wear-and-tear. Review of the complaint device's serial number shows that the unit was sold to the customer 11 years ago and has no other complaints. Due to the age of the device, wear-and-tear would be a likely contributing factor to hardware component failure. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D4 serial number. H4 device manufacturer date. Attempt #1 02/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with some of the bedside monitor information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bedside monitor system. Ay input unit model: ay-653p. Sn: (B)(6). Device manufacturer date: 11/26/2012. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 03/11/2025. Device has been evaluated. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative

Event description:
The customer reported that the ECG and spo2 was blinking in and out when this ay input unit was used with the bedside monitor (bsm). There is no error message when this happens. This complaint is regarding the ay input unit which is part of the bsm system and only the ay unit was returned. No patient harm was reported.